Event description:
It was reported that the arm broke off while being used from a loan set. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. The investigation showed that one of the tubular arms of the distractor was completely broken off. At the other arm was a clearly visible crack at the tube holder. It was also found that the thread at the forefront of both screws was strongly bent. These findings may be due to the fact that too much mechanical force, far over the calculated design, was applied onto the distractor, and a mechanical overload caused the malfunction. The devices were analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. Based on these findings it was concluded that the cause of failure is not due to any manufacturing non-conformances. Please note that this distractor was manufactured in 2006 and the design has been improved meanwhile.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.